Event description:
It was reported that the implantable cardiac monitor was oversensing noise, possibly muscle or external noise. The called did not want to adjust the sensitivity since the rwaves were already pretty small. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).